Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported that the customer had one instance of hypoglycemic while was using the insulin pump. Mother stated that the customer was busy, forgot to eat and the blood glucose dropped to 38 mg/dl. Nothing further was reported.